Event description:
During a root canal procedure, a (B)(6) year old male patient had the hedstrom file break in the canal. The dentist had to extract the tooth in order to remove the broken file and the file was retrieved.